Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that during insertion, the guidewire would not pass through the inner lumen of the intra-aortic balloon (iab). The iab and guidewire were replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.